Event description:
Female patient presented with a 1.5 year history of urinary incontinence. A vaginal sling operation was performed using bovine pericardium along with an anterior colporrhaphy and rectocele repair. At the two week post-operative exam, the patient was continent. At the six week post-operative exam, there was a foul smelling vaginal discharge. Pelvic exam confirmed rejection of the implant through the vaginal wall. The tissue was explanted. The patient returned to a condition of incontinence.